Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. The cause of the foreign materials remaining were unable to be specified since it was unknown whether reprocessing was practiced in accordance with instruction for use (IFU). Additionally there was no damage to the area of the device were the foreign material remained. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the tip of the nozzle and cover. There were no reports of patient involvement.